Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 15 mg/ml at a dose rate of 1.499 mg/ml via an implantable pump for an unspecified indication for use. It was reported that a motor stalled occurred on (B)(6) 2020 and a critical alarm occurred on (B)(6) 2020. The patient was admitted to the hospital with withdrawal on (B)(6) 2020. The patient was in-patient since (B)(6) 2020. A registered nurse had noted the motor stall prior to the patient being sent to emergency room (ER). The logs were read in pre-op confirming the motor remained stalled. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The patient denied electromagnetic interference (emi). The pump was replaced on (B)(6) 2020. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. The company representative was in possession of the pump which was to be returned to the manufacturer. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. It was noted that the healthcare provider had no further information on the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to gear wheel 3. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.